Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic ivor lewis esophagectomy, the anvil had been introduced transorally into esophagus, and the stapler was introduced through thoracotomy into the gastric pouch. The two were to be joined together in order to create anastomosis. The surgeon followed the same steps as prior similar procedures and had very good access and angle for connecting. It also did not appear that any damage occurred to the device during handling, however, the two parts could not be mated together. A second stapler was opened to see if they could be connected. When that failed, the anvil was removed transorally and a second anvil was introduced. The devices still could not be mated using a reasonable force. The case was converted to an open procedure so that the anvil and the stapler could be joined using hands instead of endoscopically.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.